Manufacturer narrative:
(B)(4). Visual examination of the returned nephromax balloon catheter revealed that the balloon had a pinhole located approximately at the proximal edge of the distal markerband. There were no issues identified on the markerband and shaft of the device which could potentially have contributed to the complaint incident. A visual and tactile examination identified no damage along the length of the device. This is defined as a complaint that is associated with a product that meets the design and manufacturing specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. The most probable root cause classification of this investigation is operational context.

Event description:
It was reported to boston scientific corporation that a nephromax balloon catheter was used in the kidney during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2017. According to the complainant, upon deflation and removal of the balloon a pinhole was noticed. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to fine.